Event description:
It was reported that the device was explanted and replaced due to premature eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vender for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.